Event description:
A pt reported through (B)(6) that when he opened his bag with the pump and supplies, the battery was on fire and smoke was coming out of the bag. Eval summary: both devices and the battery pack were returned for investigation. The battery pack exhibited plastic melting on the right side of the clip. The investigation showed that based on the damage of the connector, the battery pack was "short circuited" at the output connector. Also, based on the connector damage and orientation on the case, the condition did not occur when connected to the device. The coaxial power plug melted, suggesting it was shorted out either externally or from within the molded housing. Both returned devices showed no burn marks and powered up normally with ac power adapter. Internal investigation continues as part of the opened corrective and preventive action plan. The device history records were reviewed and no evidence was found to indicate non-conformance to the mfg and/or design specs. Device manufacture date: 9/2009. Consumer reporter details withheld USA.